Event description:
Additional information received from the customer: the issue was discovered at set-up during preparation for use. There was no impact on the patient or procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported flickering image issue appeared to be the result of a faulty video cable, however, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus that the videoscope cable exera ii had a brown screen with vertical lines. Scopes were interchanged and each scope was only used once throughout the day. The customer tried a different scope, and the image was bad. When they changed the video connector cable, the image was good. The event occurred during an unspecified procedure. An olympus sales representative recommended a secondary device be used for the rest of the procedures. There was no report of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: flickering image that is unable to be seen properly.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The image was bad, poor color, and had lines on print. In addition, a flickering image that was unable to be seen properly. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.